Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 40mm x 145cm coyote balloon was advanced for treatment and inflated to 10 atms initially. Upon the 2nd inflation, the balloon ruptured at 10 atms. The balloon was removed outside of the patient anatomy intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous and severely calcified right posterior tibial artery. A 2mm x 40mm x 145cm coyote balloon was advanced for treatment and inflated to 10 atms initially. Upon the 2nd inflation, the balloon ruptured at 10 atms. The balloon was removed outside of the patient's anatomy intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).